Manufacturer narrative:
(B)(4). The homechoice (hc) device, serial (B)(4), was received and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed. The device passed rite functional test and rite electrical test. Rite electrical and functional test specifications were met. There were no occurrences of se 2240 (air in set) recorded in the logs. No device failure or malfunction was identified that could have caused or contributed to the reported incident. A review of the servicing device history record revealed no issues that could have contributed to the reported incident.

Event description:
A customer contacted (B)(4) requesting a swap of the homechoice (hc) unit. The home patient (hp) stated that he did an initial drain (B)(6) ago, and then went to fill 1 to input 500 ml when he then noted feelings of pressure. The hp stated the machine put air into his body. The hp stated he spoke to the nurse who advised him to call for swap. The tsr explained to the hp that he should check the entire line for any air bubbles that may be down the line. The hp stated he checked and wanted his machine swapped. The tsr arranged for a swap. The hp confirmed to use manual supplies per his nurse (rn). On (B)(6) 2010 product surveillance spoke with the hp who stated he was doing fine and reported no further symptoms. The hp was currently traveling. No additional information is available regarding the reported event.

Manufacturer narrative:
(B)(4). No further information is available at this time. A follow up report will be submitted when the evaluation results become available.